Event description:
It was reported that the physician was preparing to use a procise xp plasmawand. The physician reported that a piece of the molding that affixes the shaft of the wand to the hand piece and come off. The fragment was retrieved and the wand was discarded. A new procise xp plasmawand was opened and the procedure was completed. No other complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender have been requested but not received.